Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during office visits on (B)(6) 2012 and (B)(6) 2012 and system diagnostics results on both dates revealed high impedance (dc dc - 7). No patient adverse events were reported. No known surgical interventions have occurred to date.